Event description:
It was reported that shaft break occurred. A 24 x 4.00 promus premier select stent was selected for treatment. While crossing the lesion, a shaft break occurred. No patient complications resulted in relation to this event.

Event description:
It was reported that shaft break occurred. A 24 x 4.00 promus premier select stent was selected for treatment. While crossing the lesion, a shaft break occurred. No patient complications resulted in relation to this event. It was further reported that the target lesion was located in the calcified circumflex. The 24 x 4.00 promus premier select stent was advanced, but when it reached the lesion, it broke. There were no difficulties advancing the device. The procedure was completed with another stent. No patient complications resulted in relation to this event.

Event description:
It was reported that shaft break occurred. A 24 x 4.00 promus premier select stent was selected for treatment. While crossing the lesion, a shaft break occurred. No patient complications resulted in relation to this event. It was further reported that the target lesion was located in the calcified circumflex. The 24 x 4.00 promus premier select stent was advanced, but when it reached the lesion, it broke. There were no difficulties advancing the device. The procedure was completed with another stent. No patient complications resulted in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: a promus premier select stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the device met specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure.a visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. No hypotube break was identified. A visual examination of the outer and inner lumen and mid-shaft section found shaft kinks at several locations along the shaft polymer extrusion. No shaft break was identified.